Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer had no delivery alarms after a bolus. The caller reported the customer was hospitalized with high blood glucose of 519 mg/dl. The caller stated the alarm did not occur during a manual prime. Troubleshooting was able to resolve the alarm with a complete set change. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.